Event description:
Customer reported losing consciousness and said "she didn't feel like herself". Customer called 911 but does not "remember what she was diagnosed with". There was no report of death or permanent impairment.

Manufacturer narrative:
The device was returned and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.